Manufacturer narrative:
Ventec evaluated the customer's device and determined that the cause for the low peep (positive end expiratory pressure) and the low exhaled tidal volume (vte) levels were due to the external flow module (efm). After replacing the efm proper device operation was observed through functional and performance testing. Further root cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
The device was returned to ventec for other unrelated repairs. During service at ventec, it was observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.